Event description:
It was reported via repair work order that the left end siderail would not lock up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted because investigation concluded that during the first trip to the facility, the technician was not able to locate the unit for evaluation. The unit was located at a second visit, and upon evaluation it was found that there was no issue with the siderail latching in place.

Event description:
It was reported via repair work order that the left end siderail would not lock up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.